Event description:
It was observed that during the device evaluation, the camera head had a cut in the electrical cord, resulting in damaged cable insulation with internal metal exposed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation: cut in electrical cord (damage cable insulation-internal metal exposure) due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.